Event description:
There is a hole in the packaging of the biopince device.

Manufacturer narrative:
The device was returned and investigated. This device is packaged in a formed blister with a sealed tyvek lid. There is a hole on the tyvek side of the packaging. The hole is above the handle of the device at the location of the safety lock. The flap of the tyvek is folded under. A review of complaints for the past 24 months found no related complaints. Internal investigation under magnification concluded that the tyvek was damaged from the outside after packaging. The remainder of the tyvek is intact.